Event description:
The customer reported the battery would not stay inserted in the unit.

Manufacturer narrative:
(B)(4): the customer reported the battery would not stay inserted in the unit. The customer localized the issue to a broken battery latch assembly. The battery latch assembly latch was replaced to resolve the reported issue.